Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted in the rca. Approximately 1 month post index procedure the patient expired. Cause of death was cardiac arrest due to hyperkaliemia.

Manufacturer narrative:
It was informed that the patient had a severe sepsis associated with acute renal failure and major hyperkaliemia. Event date and death dates were updated. Death class was updated to non-sudden cardiac death. The investigator assessed that the event was not related to index device or antiplatelets medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient has a medical history of non-embolic paroxysmal af, carotid atheroma, chronic renal failure and pick's disease. Patient had multiple sessions of dialysis. Patient developed septic shock and necrosis of the toes. Patient experienced cardio-respiratory arrest. After first cardiac arrest the patient was treated with ionotropic support and medication. Cec adjudicated the death event as non-cardiovascular death. Cec adjudicated the stent thrombosis as no event. The adverse event term was updated to severe sepsis, and the death was classified as non-cardiac death. The sponsor assessed that the event was not related to antiplatelet medication but related to the device. If information is provided in the future, a supplemental report will be issued.